Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe would not cut or do anything during a vitrectomy procedure. The specific condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm. Additional information has been requested. The product sample is not available for evaluation.

Manufacturer narrative:
A review of the related device history records indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were five other complaints for the reported issue. No probe sample was returned for evaluation; therefore, the condition of the product could not be verified. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken; however, due to the number of related complaints, an investigation was completed to reduce the occurrences of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).